Event description:
A clinical incident involving two opus twinlock implant devices was reported to arthrocare corporation. During a shoulder arthroscopy procedure, the two implants reportedly failed resulting in an open procedure to complete the procedure. The procedure was completed without further incident. There was no reported patient injury or complications.

Manufacturer narrative:
It was reported the devices will be returned for investigation. A follow up report will be provided following receipt of the devices and completion of the investigation. Two devices, opus twinlock implants, were used in the same procedure. A separate report will be filed under MDR 2032380-2009-00003 for each device. (B) (4). (B) (4)